Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error code did not reappear, allowing the customer to successfully start their sensor session.